Event description:
It was reported that a patient enrolled in the sofast clinical study was having a thrombectomy performed when a fragment of a clot in the m2 segment of the middle cerebral artery migrated distally after aspiration. There was no intervention and it was reported to have resolved without sequelae the same day. No diagnostic procedures were performed. The patient¿s nihss score improved to 14 the following day from their baseline score of 23 and improved to a score of 2 on october 9th.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not available for return to the manufacturer for evaluation. No diagnostic procedures were performed. The event as described could not be confirmed. The instructions for use identifies embolism as a potential complication associated with use of the device.

Manufacturer narrative:
The device identification data that was previously provided in the initial MDR did not match the data in the gudid database. The previous UDI number provided in the initial report was correct - no change required.

Event description:
It was reported that a patient enrolled in the sofast clinical study was having a thrombectomy performed when a fragment of a clot in the m2 segment of the middle cerebral artery migrated distally after aspiration. There was no intervention and it was reported to have resolved without sequelae the same day. No diagnostic procedures were performed. The patient's nihss score improved to 14 the following day from their baseline score of 23 and improved to a score of 2 on (B)(6).